Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a biozorb device on (B)(6)2018, and developed cellulitis after surgery and radiation therapy. It was reported that the patient presented on (B)(6) 2018, with redness, warmth and seroma to the left breast in the area of lumpectomy. The seroma was aspirated, and the patient was given oral antibiotics (clindamycin and IV antibiotic) then intravenous antibiotics, but she had an allergic reaction to the intravenous antibiotics. The patient was discharged with oral antibiotics (clindamycin) but the cellulitis did not fully resolve and was given observation time by the physician on (B)(6) 2018, to evaluate if the issue was caused by radiation. The patient was seen in (B)(6) with no resolve. On (B)(6)2018, the biozorb device was removed in the operating room and the wound was treated with wet to dry dressing. The patient was seen on (B)(6)2019, in which it was reported that the wound was partially open, and the redness had resolved.